Event description:
The facility initially reported that the downstream occlusion is out of tolerance. During a follow up call, it was found that the pump did not alarm for downstream occlusion until a pressure of 20 pounds per square inch was reached. The upper specification limit is 17.84 pounds per square inch. This event occurred during biomedical testing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.